Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 15 mmol/l. Customer had her pump replaced in may. Customer stated that she called many times due to the no delivery alarm. Customer is inserting in her abdomen and she has scar tissue. Customer stated that she felt a lump when the mio was inserted while she had another no delivery alarm. Customer had a bolus that was stopped and only .350u was delivered instead of the whole 6.80u. Customer's most recent alarm was on (B)(6) 2014. Customer was advised that the pump might have the wrong date/time. Customer had a few repetitions on her basal. Customer was advised to avoid using sites with scar tissue or stretch marks. Customer was advised about insertion angles. No further assistance needed.